Event description:
It was reported during insertion, the physician noticed that the coating peeled off, as the pieces of the coating had accrued at the proximal entrance of the sheath. There were no pieces of the peeled coating that entered the patient anatomy. The device was flushed with saline and the procedure was continued with the same guide wire. As the balloon (manufacturer unspecified) was advanced over the guide wire, some resistance was noted due to the peeled off coating. The balloon was continued to be advanced on the guide wire after the resistance was noted and the procedure was completed with the same guide wire. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Teflon damage of this type can occur due to, but is not limited to, interaction with a damaged or bent sheath, angling of the sheath and the guide wire, and/or damage to the guide wire. It is possible that the guide wire came into repeated contact with the edge of the sheath which caused the teflon damage which appears to be scraping. Since no teflon damage to the guide wire was reported prior to use, the teflon damage is likely related to case circumstances. Additionally, it was reported that an unspecified balloon catheter was advanced over the guide wire and some resistance was felt due to the peeled off coating. The balloon was continued to be advanced on the guide wire after the resistance was noted and the procedure was completed with the same guide wire. The bmw hydro instructions for use states: guide wires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guide wire carefully for bends, kinks, or other damage. Do not use damaged guide wires. Using a damaged guide wire may result in vessel damage and/or inaccurate torque response. The bmw hydro guide wire with damaged teflon coating was continued to be used in the procedure which may have caused the resistance between the guide wire and the unspecified balloon catheter. In order to ensure that teflon damage does not occur as a result of a product quality deficiency, manufacturing visually inspects 100% of the wire coating, and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The lot history record was reviewed. There are no non-conforming material records associated with this lot. A query of the complaint-handling database was performed and there were no other incidents reported for this lot. The reported peeled teflon coating and resistance appears to be related to operational context of the procedure and there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Use after damage. The customer reported the device was discarded. The lot number was provided. A follow-up will be submitted with all relevant information.